Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cut wire on the sphincterotome was attached at the 3:00 o'clock position. It should have been at the 12:00 o'clock position. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip was twisted and the exposed cut wire was misaligned. Investigating the cannulating orientation of the device by inserting the device into a scope, it was found that the initial tip orientation was towards the 3 o'clock position and did not meet the orientation specification due to the twisted distal tip/ misaligned wire. The orientation of the distal tip could be adjusted left or right by rotating the handle but still could not be adjusted within specification due to the misaligned wire. A functional evaluation found that the device would bow and meets the bowing specification but the bowing was not in plane due to the misaligned wire (cannulating wire movement). The condition of the returned unit was consistent with the complaint incident that the orientation of the cut wire/ distal tip was towards 3 o'clock position. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cut wire on the sphincterotome was attached at the 3:00 o'clock position. It should have been at the 12:00 o'clock position. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (wire misaligned). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)